Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd (pd) effluent, abdominal pain and breathlessness. On the same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 3 days, intraperitoneal, one dose), injection amikacin (250mg, once daily, intraperitoneal, ongoing) and injection cefepime (2gm, intraperitoneal, once daily, ongoing) for peritonitis. Seven days after hospital admission, the patient was discharged and had recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.